Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for one patient using the crep2 creatinine plus ver.2 reagent on the cobas c 111 analyzer. On (B)(6) 2017, the customer obtained an initial result of 18.3 mg/l. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 5.7 mg/l. The patient was not adversely affected.  The crep2 reagent lot number is 15789901 with an expiration date of 03/31/2017. Calibration data was acceptable. Qc results from the date of the event were not provided; however, qc information prior to the event was acceptable. Tube centrifugation time of five (5) minutes was outside of the tube manufacturer recommendations.

Manufacturer narrative:
A specific root cause could not be identified. A general reagent issue can be excluded as calibration and qc were acceptable. Additional information for further investigation was requested but was not provided. A possible root cause may be related to pre-analytics, but this could not be confirmed as additional information was not provided. The customer was instructed to refer to the tube manufacturer's instructions-for-use and/or to extend the centrifugation time to the recommended 10 minutes.